Manufacturer narrative:
- Upon reception, the returned cpr4 head was tested and the reported behavior was reproduced, as telemetry was not functional when interrogating test implants. - in-depth analysis revealed that the observed issue from a failure of an amplifier in the electrical circuit. - the cause of this component failure could not be determined with certainty, although it may have resulted from a significant stress such as an electromagnetic field. - this case is retained for trending purposes.

Event description:
Reportedly, on 30-aug-2024, it was impossible to interrogate the device with a cpr4 head. Another head was used and it worked normally.

Event description:
Reportedly, on 30-aug-2024, it was impossible to interrogate the device with a cpr4 head. Another head was used and it worked normally.

Manufacturer narrative:
Since the device was not available for analysis, and that no files were available, the root-cause of the reported issue could not be clearly established. The subject device work normaly since this day. Therefore, the most plausible hypothesis is that a random problem occured (link to environment, hardware, or software for example), but it is not possible to determine which one exactly.